Manufacturer narrative:
On 6/21/2017 - corrected the model number. The initial report (with the wrong model number) was sent as a followup 01 by mistake. This correction will be submitted as initial so that there will be an initial report on record as well as a followup 01. We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been analyzed thoroughly. In agreement with the clinical observation, the analysis revealed a lower battery voltage than expected and it is reasonable to assume that the battery is completely depleted. Based on the information available for analysis, the root cause of this observation could not be determined and requires a device analysis. It cannot be excluded that this occurrence results from a component damage leading to a quicker discharge of the battery.

Event description:
Ous MDR - premature discharge of battery event has been observed according to the battery information. It looks like around 5 percent decreased each day from (B)(6) 2017 onward, no monitoring data has been sent. Therefore the physician received an alert of non-data reception. The device could not be interrogated. Device remains implant and explant date has been scheduled.

Manufacturer narrative:
We received your event description for the above mentioned device. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The returned device data have been analyzed thoroughly. In agreement with the clinical observation, the analysis revealed a lower battery voltage than expected and it is reasonable to assume that the battery is completely depleted. Based on the information available for analysis, the root cause of this observation could not be determined and requires a device analysis. It cannot be excluded that this occurrence results from a component damage leading to a quicker discharge of the battery.

Event description:
Ous MDR - premature discharge of battery event has been observed according to the battery information. It looks like around 5 percent decreased each day from (B)(6) 2017 onward, no monitoring data has been sent. Therefore the physician received an alert of non-data reception. The device could not be interrogated. Device remains implant and explant date has been scheduled.

Manufacturer narrative:
(B)(6) 2018 - this pacemaker was explanted and we received a device evaluation. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Initial analysis results from (B)(6) 2017 showed that the battery voltage was found to be lower than expected. However, the current consumption was normal. Upon receipt and in agreement with the clinical complaint description the pacemaker was neither interrogatable nor was any output signal present. Therefore, the device was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies and the battery was found to be depleted. In a next step the battery was separated from the electronic module. Both the electronic module as well as the battery were sent to the manufacturer for further detailed analysis. The analysis of the electronic module at the manufacturer did not reveal any indication of a device malfunction. In particular the measurement of the current consumption did not show any abnormalities. The electronic module operated as expected using an external power supply. Analysis of the battery the manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly an insulation damage was identified, which led to an increased internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, the device was implanted for 78 months. The therapeutic functionality of the device was tested with an attached external power supply and proved to be fully functional. Further investigations revealed an increased internal self-depletion within the battery that contributed to the clinical observation. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.